Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. It was reported that there was blood leaking from the valve of the vizigo¿ sheath. There was no damage on valve that the reporter could see. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. The team was not aware of air entering the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed. Just a small leak, like occasional drip when the stsf was removed, and ¿pr was reintroduced¿. Hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal. The procedure was completed with the sheath. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-sep-2021. The device evaluation was completed on 07-oct-2021. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve leak issue occurred. It was reported that there was blood leaking from the valve of the vizigo¿ sheath. There was no damage on valve that the reporter could see. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. The team was not aware of air entering the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed. Just a small leak, like occasional drip when the stsf was removed, and ¿pr was reintroduced¿. Hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal. The procedure was completed with the sheath. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a cool flow pump and no leakage was observed. Then, a functional test of the side port was performed, and no issues were observed. A manufacturing record evaluation (mre) was performed for the finished device 00001588 number, and no non-conformances related to the complaint were found during the review. Based on the mre, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer's reference number: (B)(4).